Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, was unable to duplicate the unresponsive keypad complaint. The keypad cover was found to be undamaged, and all buttons were found to be responsive. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal. A leak test was performed and failed due to a battery compartment leak. The keypad cover was opened, and no contaminants were found under the contacts. The pump was opened, and no intermittent conditions were observed on the keypad flex connector.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. The reporter also alleged moisture was present in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.